Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. According to the patient, on approximately (B)(6) 2023, the patient was in bed asleep when her alarm clock went off. The patient's boyfriend tried to wake her up, but the patient was not responding. The patient's boyfriend called her father for help and the father called their doctor, who advised to bring the patient to the hospital. When a fingerstick was taken at the hospital the cgm was reading 120 mg/dl and the blood glucose reading was 30 mg/dl. The patient received treatment with dasi-glucagon. The patient was monitored for 12 hours and was discharged on the same day. Before leaving the hospital, the blood glucose reading was 300 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.